Event description:
It was reported that the pad started leaking when attached to the temperature pump. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Single use product.